Event description:
A surgeon reported a pt with an unexpected refractive outcome following an intraocular lens (iol) implant surgery. According to the surgeon, the iol may have induced astigmatism, as the pt did not have any prior to the surgery. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account for further investigation. (B)(4).